Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and pump was delivering more insulin. Customer reported blood glucose value of 128 mg/dl. Customer also experienced issue related to blank display, pump error, sensor updating alert, calibration not accepted alert and change sensor alert. The event involved product(s) mmt-1884, mmt-7040a, mmt-386a and mmt-332a. Troubleshooting was performed for blank display, pump error, sensor issue and insulin flow blocked. Customer mentioned that after installing a new battery frozen display recurred. Insulin flow blocked was a past event and resolved. It was unknown if customer was using the auto mode/smart guard feature at the time of the event. It was unknown if customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for products mmt-7040a, mmt-386a and mmt-332a. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. No damage to retainer ring during visual inspection noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test and displacement accuracy test. Active current measurement and sleep current measurement within specification. The pump was programmed with multiple bolus deliveries, and all bolus delivered properly their indicated amounts and were properly recorded in daily history. No unexpected no delivery occlusion alarms or blank display anomalies noted. No unexpected alarms noted. Successfully downloaded history files and traces using thumps. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Unit received cracked battery tube threads, fading serial number label, and cracked case at battery tube side. In summary, the customer alleged possible over delivery anomaly not confirmed. No unexpected no delivery occlusion alarms or blank display anomalies noted. No unexpected alarms noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.